Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section h4 has been updated based on the extended investigation.

Event description:
Customer reported, that their freestyle libre 2 reader "was in the socket, and started to smell like burnt." Customer further reported, "visible fire." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned, extended investigation is pending at this time. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported reader is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported, that their freestyle libre 2 reader "was in the socket, and started to smell like burnt." Customer further reported, "visible fire." There was no report of death, serious injury, or mistreatment associated with this event.